Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, and device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient experienced discomfort with stimulation on due to lead migration. As a result, the leads were explanted and replaced to address the issue. It is unknown which lead migrated.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000167786.